Event description:
Pt reported discomfort. Hip x-rays eventually revealed a fracture. Pt taken to surgery for explantation and replacement. Rptr states surgery prolonged. Device was found to be broken into 2 pieces straight across femoral stem. Pt denies major trauma. Pt states hip has "never felt right" since original surgery.